Event description:
Sometime in 1990 an ipp device was implanted. On 3/17/97 the ipp device was removed from the pt and another device was implanted because the device was not working. Add'l lotno: 0028l 015. Add'l serno: 0028l 015.